Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor that was missing an electrode. The customer's blood glucose level was not reported. He/she could not calibrate and his/her interstitial values were not good. The product will return. Nothing further to report.

Manufacturer narrative:
One opened and or used sensor was inspected, and it was broken near the sensor base. Broken part was missing and unable to confirm if customer received sensor damaged as customer returned opened and or used.